Event description:
The active part of the electrode has fallen off, procedure continued with same like product. Associated medwatch for two other electrodes in this case: 1221934-2015-00754, 1221934-2015-00755

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.